Event description:
It was reported that one of the patient's device systems was not working following a fall in which she hit her spine where the incision was. Further information was requested. See manufacturer report #3004209178201005214.

Manufacturer narrative:
(B)(4).